Manufacturer narrative:
--

Event description:
Additional information was received that the patient cancelled the scheduled revision procedure. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options. A revision procedure was planned for a date in the future. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.